Manufacturer narrative:
(B)(4). D11: medical product: catalog #: 046w0an00002, instinct java blocker, lot # v17045. Reported event was considered as visual inspection revealed that the plug was worn on both the head and threads. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3003853072-2020-00075.

Event description:
It was reported two instinct java blockers had thread damage during the operation. The operation was completed another blocker. There were no reported patient impacts. This is report one of two for this event.